Manufacturer narrative:
(B)(4). This is a report of use error where a patient reused single-use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.

Event description:
It was reported that a patient reused single-use supplies during fill one of peritoneal dialysis therapy. The patient replaced a solution bag without swapping the rest of the supplies while they were connected. The patient continued to use the setup. Proper procedures were reviewed with the patient and the patient was advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.